Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping, inability to close the clip, and difficulty removing the device requiring surgical removal. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 1. The clip delivery system (cds) was advanced above the mitral valve and an attempt was made to open the clip; however was unsuccessful. Then the clip suddenly jumped open to 180 degrees. The clip could only be turned in the open direction. All curves were removed from the cds and the clip was able to be closed to 20 degrees. The clip was then maneuvered directly onto the lip of the steerable guide catheter (sgc). When trying to pull the entire system over the septum, the clip arms opened again. The whole system was retracted to the groin where a vascular surgeon was called to remove the clip. The procedure was aborted with the mr remaining at 1. There was no clinically significant delay in the procedure and no adverse patient sequela.

Manufacturer narrative:
Device code 2017: failure to follow steps. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and without the device to analyze, a conclusive cause for the difficulty opening the clip, inability closing clip or the jumping clip could not be determined. It should be noted that the mitraclip system instructions for use (IFU) warns: do not re-use the cds after removal. In this case, as the device was initially misaligned and later re-inserted, the violation of the IFU appears to have contributed to the difficulties. While the difficult to remove from the anatomy appears to be related to the procedural circumstances of the clip not being able to fully close, and thus the whole system was retracted to the groin where a vascular surgeon was called to remove the clip. There is no indication of a product issue with respect to manufacture, design or labeling.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was noted the cds was inserted misaligned, removed, and then re-inserted. No additional information was provided.

Manufacturer narrative:
The device was returned. All information was investigated and the reported inability to close the clip was confirmed via returned device analysis. Analysis identified the actuator mandrel/actuator coupler to be broken at the weld. The reported difficult to open the clip and jumping clip could not be replicated in a testing environment due the observed weld break and the clip could not be closed. The reported difficult to remove from anatomy, could not be replicated in a testing environment as it was related procedural operational circumstances/user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that the mitraclip system instructions for use (IFU) warns: do not re-use the clip delivery system (cds) after removal. Additionally, the IFU states to ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ in this case, the device was initially misaligned and later re-inserted. The investigation determined that the improper or incorrect procedure or method is associated with the cds being inserted misaligned and re-using/re-inserting the cds after removal. The difficult to remove from the anatomy appears to be related to the procedural circumstances of the clip not being able to fully close, and thus the whole system was retracted to the groin where a vascular surgeon was called to remove the clip. The observed actuator mandrel/coupler weld break possibly influenced the reported unable to close the clip, difficult to open the clip and jumping clip, and thus appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.d10: device returned h3: device evaluated by manufacturer h6: removed method code 4114, removed conclusion code 67